Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Needle clog consumer did not email any product information. Cl. Email sent "I have been having an intermittent issue with the product and have finally reached the point (after talking with my endocrinologist about this (he had never heard of the problem)) where I would like to see if you, the manufacturer, have any ideas. I use two types of insulin and this issue occurs more frequently with basaglar, which I take 22 units at bedtime each day. About twice a week, I can only inject about half of the dose and cannot inject the balance. I replace the pen needle and most times I can complete the injection. So, therefore, it takes two pen needles to dose 22 units of insulin. There are also rare times when the second pen needle also does not allow the injection and I have to try a third pen needle (perhaps once per every two weeks). I am wondering whether this has been reported by other bd nano pen needle users, and, if so what might be the reason(s). Could it be the size of the needle? This is by no means an urgent issue but can be somewhat frustrating. I don¿t believe it to be the basaglar nor the pen design as sooner or later a bd pen needle "does the trick¿."